Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported there was a lead and implantable neurostimulator (ins) revision. The patient stated the leads broke and the doctor thought it may have been stretched during the implant and overtime the stress caused it to break. The ins was replaced only because they were putting in new leads. The revision date was (B)(6) 2014. The patient stated they need to have the device adjusted currently and wanted to meet with the device manufacturer's representative (rep). The patient stated they are just still in the phase of getting it adjusted. There were no physical symptoms reported. If additional information is received, a supplemental report will be submitted.